Event description:
A (B)(6) gentleman with ataxia, bph, cad, urinary incontinence, dm2, htn/hld, who underwent vp shunt placement approx 3 weeks ago for hydrocephalus. Pt was in usoh at home when at approx 2pm on (B)(6) 2013 pt fell, son was at home and heard a "thump." Pt was sit up in a chair. At approx 6pm, son noted pt had vomited and was "shaking", he additionally soiled himself (which he has been doing with increasing frequency over the past several months). In ER, wbc 13.3, l. Acid 3.7, glucose 365. CT shows up to 1.2cm chronic, subacute, and acute sdhs r>l. Pt is somnolent, gcs 10 (e3v2m5) is primarily (B)(6) speaking, but does speak some english (son translate). It was determined that valve in shunt failed and was not able to be re-programmed and this required surgical intervention to replace valve.